Manufacturer narrative:
(B)(4). Date sent: 05/06/2021. D4: batch # u5dm13. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to would not remove, open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. To cutting issue, malformed staples, the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as no malformed staples were observed and the device cut and performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # u5dm13. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and received: the procedure was not converted to an open procedure. The adjusting knob was rotated until the orange staple height indicator was placed in the middle of the gap setting scale. The washer was uncut, the target tissue was not cut, or the device could not be removed from the patient. The surgeon commented it is unknown if the adjusting knob moved during the firing, and the orange indicator moved out of the green range. The patient¿s condition is stable. Could you please clarify the statement you made regarding ¿the patient is staying in the hospital, and patient¿s condition is stable.¿? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? No further information is available. The patient is stable. Could you please clarify if there were any patient consequences? The device was re-anastomosed. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information is available. The patient is stable.

Event description:
It was reported that during a laparoscopic anterior resection, after the rectum was cut by echelon with a gold cartridge, the device was fired but it did not feel the washer was broken. The device was attempted to remove from the patient but could not, so the device was fired again. Then it felt the washer was broken, but the deployed staples were unformed. The device was used between the colon and the rectum. The target tissue was cut and re-anastomosed to complete the case. The patient is staying in the hospital, and patient¿s condition is stable.